Event description:
It was reported that, "patient had a total hip replacement done on (B)(6), 2005; two years after surgery, the patient started feeling extreme pain, pinching and hears a squeaking noise. Patient stated that this is affecting her life and her daily activities. She is scheduled for a revision surgery on (B)(6), 2011 and doesn't know how she is going to pay for it a second time."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.